Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was the metallic dome off center. The root cause for the damaged dome was excessive force. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.